Event description:
As soon as I woke up from have essure done I had pain in lower left pelvic and over a month later still have it. Bloating stomach pain. Pelvic pain. Back and hip pain. Burning mouth. Rash.